Event description:
The customer reported the subject device had an air leak. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the resin part of the insertion tube fell off. This report is being submitted for the malfunction found during evaluation (resin part fell off). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the resin part of the insertion tube fell off. A review of the device history record found no deviations that could have caused or contributed to the resin part falling off. The device shipped according to specifications. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the resin part of the insertion tube fell off due to stress, handling or other factors. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: " inspection of the endoscope 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device. The reported event (air leak) was confirmed during testing due to the insertion tube falling. In addition, there were scratches on multiple parts of the device, there was dirt on multiple parts of the device which was difficult to remove, the plating on the distal cover was peeling, the adhesive on the bending section cover was chipping, the labels on the light guide connector were peeling, and the boot on the insertion tube and scope connector side of the universal cord were cut. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.